Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is saline solution stains on device surface and in the suction tube. The suction tube was intact and there was no damage to the shaft of the device. Under magnification, it was observed that the manifold shows signs of melting between 3 - 5 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. Due to an increasing trend in the number of melted manifold failure, a supplier CAPA was initiated to investigate and determine a root cause for this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the clean room operators. This CAPA is currently being monitored for its effectiveness. A batch record review has been conducted for this lot of devices and the results indicate that this batch of product was processed without incident. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). In transit to mitek.

Event description:
During the activation of the electrode during a shoulder procedure, there was sparking inside the joint at the tip of the electrode. The electrode was in use for 5-10 minutes and connected to an external suction. Sparking inside of the patient. Electrode has not been buried within tissue. Electrode has not been close to metal. New electrode has been used.